Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user's caregiver reported that the user experienced hypoglycemia of 59 mg/dl the day prior. The ilet appropriately alerted for the low. After reviewing device logs, it was noted that the user performed three meal announcements in quick succession which caused blood glucose to drop. The user¿s caregiver assisted out of kindness, and the event was corrected with glucose tablets. The agent explained that multiple meal announcements can lead to excess insulin delivery and advised discussing the event with the user¿s healthcare provide (hcp) at their upcoming appointment. No symptoms or medical intervention occurred.